Manufacturer narrative:
The event date is estimated. The investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 1627487-2020-01886. It was reported that during the patient's ipg replacement procedure (manufacturer report reference number: 1627487-2020-01882), the lead was having high impedances on all contacts. Therefore the lead and extension were both explanted and replaced. Effective therapy was restored post operation.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.